Manufacturer narrative:
H6: correction submitted to update fdc to d12. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported since they got their new implant, they couldn't get the stimulation to go anywhere except up to 6.8 ma on program 3 because they were getting a message that said 'maximum settings cannot be increased.' They stated they knew that meant they couldn't go higher. The patient stated that they hadn't had any falls or traumas since the end of last month when they had a fall on their knee and hand, but they prefaced it hadn't been on their butt and noted that they'd changed it since then and had been able to increase the stimulation up until recently when they went up to 6.8 ma and got the message. The patient stated they were still wetting/peeing their pants when they stood up, and they needed to know what to do. Patient services reviewed therapy expectations and programming, stimulation and ins battery longevity considerations with the patient. The patient said they'd never attempted to switch to a new program and stated they didn't even know how to switch programs. Patient services reviewed device description/function. The patient said they hadn't spoken to their managing healthcare provider (hcp) about the issue but said they wanted to switch programs so patient services walked the patient through connecting to see their settings. The therapy was on, a 6.8 ma and reported getting another message that said 'maximum settings. Therapy cannot be increased.' The patient dismissed the message and patient services walked the patient through changing to a new program (program 2) and increasing their stimulation to a level where they could feel the stimulation comfortably in the bike seat area (3.3 ma.) External devices were functioning as intended. The patient was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed and reach out to their managing health care provider for further concerns about their symptoms.